Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for non-malignant pain. The pump administered the following medications: baclofen (concentration: 1000 mcg/ml, dose rate: 280.5 mcg/day), morphine (concentration: 25 mg/ml, dose rate: 7.012 mg/day), and clonidine (concentration: 1500 mcg/ml, dose rate: 420.7 mcg/day). It was reported that the patient could feel the pump moving/flipping in the pump since (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient went in for a refill on (B)(6) 2019 and they were unable to access the refill port, so they rescheduled for (B)(6) 2019 when fluoro was available. On (B)(6) 2019 it was noted that the hcp observed that the pump was flipped, and that it had to be flipped back to fill. The cause of the event was indicated as having been undetermined. The patient was scheduled for a pocket revision. On (B)(6) 2019 the pump pocket was revised from the right abdomen to the right back/flank area. The pump remained implanted and in service. The issue was resolved as the time of the report. It was further noted that due to the repositioning of the pump, the pump segment was revised with a new; there was no issue found with catheter. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.